Event description:
Information received from the article: chalouhi n. A single pipeline embolization device is sufficient for treatment of intracranial aneurysms. Am j neuroradiol 2014; 35:1562-66. The pipeline was used to treat 178 patients (mean age 58, 150 females) between (B)(6) 2011 and (B)(6) 2013. A retrospective review showed complications from the procedures. It was reported that hemorrhagic complications occurred in 7 patients (5 distal parenchymal hemorrhage, 1 spontaneous delayed aneurysm rupture after 4m, and 1 aneurysm rupture due to proximal device migration causing a direct jet of blood against the dome). Ischemic complications occurred in 8 patients (1 of which was associated with distal device migration in a patient with schizophrenia who was not compliant with his antiplatelet regimen). Retreatment was necessary in 8 patients. In-stent stenosis was noted in 6 patients. The purpose of this study was to compare rates of complications, aneurysm occlusion, and outcome in patients treated with a single-versus-multiple pipeline embolization devices. At follow-up, a significantly higher proportion of patients treated with a single device (97%) achieved a favorable outcome compared with those treated with multiple devices. In multivariate analysis, there was a strong trend for the use of a single device to predict favorable outcomes. The information received was from the same article as MDR# 2029214-2015-00126.

Manufacturer narrative:
This report was created to capture the post procedure complications and the required retreatments post pipeline placement. All the information was received from the article: chalouhi n. A single pipeline embolization device is sufficient for treatment of intracranial aneurysms. Am j neuroradiol 2014; 35:1562-66. In-stent stenosis. (B)(4).